Event description:
The customer reported that he had low blood glucose and the paramedics were called. The blood glucose reading was 38mg/dl. The customer stated that he believes his ultralink meter was not giving him accurate results. The customer also stated that he dropped his ultralink meter. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.